Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal without lymphadenectomy surgical procedure, a nurse called in to report that the bipolar energy was not working intermittently. The customer indicated that all trouble shooting had been completed. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified if the instrument cable and the port had been changed and the nurse confirmed this. The customer indicated that this was a ongoing issue (no data was given for previous occurrents). The system was currently not connected to onsite at the moment. The procedure was completing as planned as normal. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and the reported failure could not be confirmed or reproduced on erbe connected to system. The error log review revealed no data indicating that the fault occurred in the field. Visual inspection showed no anomalies related to the reported event. The unit was installed and tested on an in-house system, where it functioned as expected, energizing, cauterizing, and recognizing all instruments across the ports. While a definitive root cause could not be established and no product issue was identified (the reported event was not confirmed as failure analysis found no faults from the system logs and in-house testing passed all tests. The erbe generator was visually inspected and evaluated for its electrical characteristics which showed no issues), however, a potential cause can be attributed by an electrical component failure within the erbe generator. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.